Event description:
Device malfunction: none. Symptoms/ae: stroke, hypotension. Time of ae: before and during the procedure. It was reported that during a left internal carotid artery stenting procedure, prior to the insertion of the rx accunet, the pt experienced an embolic stroke. Immediately after the procedure, the nihss was noted to be 37. Symptoms included complete hemianopia, no movement of the right arm with normal right leg movement, left leg weakness and the inability to speak. Additionally, after insertion of the rx accunet, the pt was noted to be bradycardic and hypotensive, was given a 1 mg bolus of atropine, started on a dopamine drip and given IV fluids. After postdilatation, the pt's blood pressure decreased into the 70's. The dopamine drip was titrated up and the pt was started on a neosynephrine drip. The bradycardia resolved immediately. One day post procedure, the pt was improving and the nihss score was 23. Treatment included physical therapy, speech therapy and nutritional support including the insertion of a peg tube. It is unk when the hypotension resolved, however, three days post procedure, the pt was noted to be hypertensive and was started on nicardipine. Fourteen days post procedure, the pt was discharged to a rehabilitation facility. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Stroke and hypotension are known possible adverse events associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. The lot history record was reviewed, and there are no non-conformances associated with this lot number.